Event description:
While dissecting out the gallbladder laparoscopically the dissecting instrument "broke" leaving a small piece of instrument inside the pt. This was not removed from abdomen due to laparoscopic case unable to find. X-ray was ordered to locate the broken instrument piece.